Event description:
Pt was injected on (B)(6)2009. An abscess developed while pt was on vacation. She went to see a dermatologist when she returned who put her on antibiotics and injected hyaluronidase.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.